Event description:
Catheter inserted into boy and would not irrigate. The catheter was removed surgically. The catheter was removed and found defective. That is, no fluid would move through it. Nbo other details provided at this time.